Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was due to the electrode belt¿s ECG "a&b" cables being cut and chewed on, damaging wires in the cable. The root cause for the cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.